Event description:
The nurse gave the surgeon a sigma patella instead of an attune patella. Surgeon was aware of this and implanted.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the finished goods label for this product confirms the product is correctly identified. The root cause is attributed to user error. The investigation did not identify any product contribution to the reported event. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.